Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Visual analysis of the photographs identified: seroma-late: unable to observe since it is a medical event and is not related to the device. Lump/nodule: unable to observe since it is a medical event and is not related to the device. Anxiety - product/procedure: unable to observe since it is a medical event and is not related to the device. Crease/folding of implant: not observed. Capsular contracture: unable to observe since it is a medical event and is not related to the device. Additional observations: red particles observed. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: h.6.

Event description:
Patient reported capsular contracture, baker grade unknown. Later healthcare professional reported capsular contracture, baker grade IV and seroma-late. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late and capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and capsular contracture, baker grade IV.

Event description:
Patient reported capsular contracture, baker grade unknown. Later healthcare professional reported capsular contracture, baker grade IV and seroma-late. The device remains implanted.